Event description:
It was reported that during a superion indirect decompression implant procedure, the spindle cap of the spacer broke. The physician experienced difficulty opening the camlobes of the spacer. The top left camlobe appeared to be making contact with the spinous process when opening the spacer. The entire broken spacer was removed and a new spacer was successfully implanted. There were no complications to the patient as a result of the event.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during a superion indirect decompression implant procedure, the spindle cap of the spacer broke. The physician experienced difficulty opening the camlobes of the spacer. The top left camlobe appeared to be making contact with the spinous process when opening the spacer. The entire broken spacer was removed and a new spacer was successfully implanted. There were no complications to the patient as a result of the event.